Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. (B)(4).

Event description:
A doctor reported intraocular pressure (iop) spikes in patients who already had failed trabeculectomy following micro-stent implant procedures. The surgeon stated that he was able to image two cases where iop was initially well controlled with the device as standalone, but iop has now returned to baseline. In both cases, the devices are in the correct location but with no surrounding fluid, which indicates no flow.

Manufacturer narrative:
Product evaluation: no sample has been returned for evaluation for the report of intraocular pressure (iop) spike post op; therefore, the condition of the product could not be verified. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of a device malfunction. A possible root cause is that postoperative elevated iop is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).

Manufacturer narrative:
It was identified the value was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: possible root causes are that postoperative elevated iop and stent obstruction are established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).